Event description:
Upon removal of the device from the patient's ear, the hcp observed a yellow tympanic membrane. The hcp recommended the patient sees an ent.

Manufacturer narrative:
The manufacturer conducted an investigation. Follow up interview (4112): the patient came for a scheduled device removal and reported no unusual symptoms. However, once device was removed the hcp observed a yellow tympanic membrance. This prompted referral to the ent. The hcp also noted mild blisters in the contralateral ear. The patient doesn't have any known previous infectants, irritations or sensitivities with lyric wear. The hcp said that prior to this removal, the insertion of the device went normally. The ent diagnosed this ear with ear infection and prescribed antibiotic drops and to not use lyric for one week. After one week, the ent cleared the patient for lyric use because the symptoms had resolved. The patient later reported itchiness in the right ear, and the ent recommended she use the antibiotic drops in both ears. Device analysis (4115): lyric is a single use device and is usually discarded and hence is not available for the analysis. Documentation/risk/clinical review: the device is designed to be worn deep within the ear canal, effectively sealing it as intended. However, this sealing can potentially lead to moisture accumulation in the space between the device and the eardrum. Such moisture retention may compromise skin integrity, creating a moist and dark environment that is conducive to bacterial growth. This environment can occasionally result in skin irritations or infections. Ear infection and other symptoms related to the deep insertion of lyric have already been considered in the device's clinical evaluation report and risk file. The accompanying IFU lists actions to take when ear pain, irritation or inflammation occurs and to seek medical advice. It should be also noted that ear infection is a relatively common condition that can occur independently of hearing aid use and a full recovery is expected as it was also confirmed in this case. Itching, which was reported later by the patient, is a known side effect declared in the IFU, may have any causes and is often self-resolving. Historical data analysis (4109): the manufacturer checked similar complaints in the last three years and there have been no trends identified. This is the final report.